Event description:
Pt was revised to address a broken stem, which caused pain. It was reported that the stem had broken about 2/3 of the way down from the shoulder of the prosthesis. There was not any traumatic event.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.